Event description:
The product complaint report shows the customer alleged the ventilator was making a clicking sound but not giving a tidal volume. The customer biomed has evaluated, tested and run in the device for 96 hrs and can duplicate no problem. It is not verified that the unit did not deliver the tidal volume, and no malfunction may have occurred. There was no dorsi. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event allege in this report.